Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken blue, plastic, port piece on the fiber optic connection. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device(10/3233) a getinge field service engineer (fse) evaluated the iabp unit and found that the fiber optic connector was broken, the blue case was damaged when fiber optic connector was put in wrong. The fse replaced the fiber optic sensor extension cable assy then performed safety, and functionality checks per the service manual and passed to factory specifications. Returned for clinical service upon completion. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the fiber optic connector was broken, the blue case was damaged when fiber optic connector was put in wrong. The fse replaced the fiber optic sensor extension cable assy and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.